Event description:
A rash (10-inch x 6 inch) developed with redness, swelling, blisters, itchiness and burning sensation with use of 3m¿ cavilon¿ no sting barrier film that was applied to protect against adhesive in a heart monitor since the heart monitor had caused a rash. The rash was noticed the following day and had spread from the left armpit to the neck. The product was on the skin for four hours before the symptoms began, applied on dry skin with no other wound care products applied. Triamcinolone cream and hydrocortisone with eucerine® moisturizer was applied. The symptoms were improving.

Manufacturer narrative:
The product has not been returned for analysis. Previous history of skin sensitivities, dermatological pathologies, allergies and skin reactions to other dressings and adhesives.